Event description:
It was reported that the cardiac defibrillator exhibited premature battery depletion. The patient was admitted in the hospital. The device was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. Longevity calculations were performed, and the battery depletion was normal based on usage. Bench testing was performed. The device was normal based on its post-eol battery state.